Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case in the carton. Viscoelastic was dried on the lens. One haptic was broken (or cut) in the gusset area. The broken haptic portion was not returned. The optic was cut into five sections with four of the sections returned. Additional optic damage was observed. One optic portion with a full intact haptic has a gouge mark near the optic center on the anterior surface. A second optic portion has linear cracked damage in the shape of an instrument used to grasp the lens in two separate areas with an area that was cracked near the center of the optic. This optic portion has small scratches on the anterior and posterior surfaces. A third optic portion has cracked damage in the shape of an instrument used to grasp the lens, and the area near the optic center was cracked and scraped. Additional light scratches were also observed. The fourth returned optic portion has two light scratches near the optic edge. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. The reported lens damage was observed. The lens was returned in pieces with additional surface damage. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if qualified associated products were used. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the clareon iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Information indicated patient contact but no patient harm. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was damaged. There was a patient contact, however no injury to the patient. Additional information has been requested.